Manufacturer narrative:
Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. During revision surgery the electrode could be re-inserted successfully. The device remains implanted and in use. This is a final report.

Event description:
The patient reported a deterioration in hearing. High ift values were observed in the basal electrodes. The array was successfully reinserted.

Event description:
The patient reported a deterioration in hearing. High ift values were observed in the basal electrodes. An x-ray revealed migration of the array with three electrodes dislodged from the cochlea. The surgeon is considering reinserting the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.